Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in excruciating pain. They thought they were having a panic attack and could not get a full breath. The patient stated that they ¿had trigger shots done in my core muscles, all of those muscles had pain in them. Then I get little taps down¿ to their bladder. The pain goes away when the turn the stimulator off but they still had spasms and chest pains that felt like an ¿electrical charge¿ (feels electricity going through their chest). The issue was further described as the patient had muscle cramping from their stomach to their pelvic area, even when the ins was off. During troubleshooting, the patient confirmed all programs and that the ins was off. The patient was redirected to follow up with the healthcare professional (hcp). They had contacted their hcp and was told to contact a mental facility. It was also noted that the manufacturer¿s representative was instructed by the hcp not to contact the patient. There were no further complications reported or anticipated.